Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was going through batteries every day and alarming off no power. The insulin pump did not receive a low battery alert prior to the off no power alert. Customer's blood glucose level went up to 427 mg/dl. The insulin pump was off for an hour. The customer took a bolus to reduce his blood glucose level. It was the second occurrence of the off no power without a low battery warning. The device was not returned.